Event description:
It was reported that during an unrelated procedure, the left ventricular lead dislodged and exhibited elevated capture threshold. The device was reprogrammed and the physician decided not to reposition the lead.

Manufacturer narrative:
.